Manufacturer narrative:
The device was returned to Olympus for inspection.A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: The most probable cause for the malfunction was traced to component failure.Should additional relevant information become available, a supplemental report will be submitted.Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the Duodenovideoscope, which is an Olympus asset with no reported complaint. During the evaluation of the device, Adhesive around Z-block server plug chip was observed. The service repair technician indicated that the most likely causes was traced to component failure. There was no patient involvement.